Event description:
It was reported that during the trial procedure, the physician struggled to access the epidural space smoothly for the 2nd lead placement. The physician repositioned the needle 3-4 times and successfully access the epidural space afterwards, the patient had severe shocking like pain instantly shoot into her right foot. The pain continued so physician decided to pull one of the lead put the patient back into the procedure table to provide patient with some steroid injections. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7164493.